Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: device was returned with residue visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short radial tear on the balloon material at the balloons working length. The balloon material was jagged and uneven at the tear site . No lead in scratches were evident proximal or distal to the tear site . Deformation was evident to the distal tip, with the tip appearing stubbed. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use nc euphora rx ptca balloon catheter to treat a lesion in a patient's lad which was moderately calcified and had 70% lesion stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The device was being used to post-dilate a deployed stent. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon burst during first inflation at 12 atm. The device was not moved or re-positioned prior to the burst. The physician tried to apply 12atm pressure to the balloon by using the indeflator. The balloon was not able to be inflated with the inflation device. The physician completed the procedure with another nc euphora 2.5 x 12 mm balloon. Patient status post-procedure is alive with no injury.